Manufacturer narrative:
H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 001795 circuit vent vol f/port 10/cs is faulty during patient use. The customer confirmed no harm was done to the patient.

Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6 and h10 result of investigation: vyaire medical was unable to confirm the reported issue. Based on the investigation and per pictures sent by the customer and since no lot number or physical sample of fg 001795-a was provided we cannot confirm the reported defect since we require the physical sample to perform a better investigation, without the physical sample we are unable to perform tests on the reported device and stablish a root cause. Customer reported that the fg part number 001795-a has a "faulty item" without any other detail of the failure. However, in the picture sent by the customer is not possible for us to clearly see any issue in the fg 001795-a or the component 65-1427. Additionally, we checked for any issues with the manufacturing of fg 001795-a over the last 3 years and no ncmr's were found related with the reported defect.